Event description:
After implantation of device , an abscess developed over the device which eventually ulcerated and exposed the implant thru the skin. The pt removed the implant from the open wound. Doctor has not reoperated as of january 2006 and currently has no plans to beyond, treating wound. In doctor's opinion. This was not a device failure.